Event description:
It was reported via repair work order that the unit is going into over temp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the temperature pump was not functioning correctly due to the main board (pcb) being damaged. A damaged pc board/heater would result in the device alarming notifying the user to remove the unit from service. An alternative device could be used for temperature therapy. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit is going into over temp. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.